Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's lead migrated. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. Effective therapy was established post-operatively.